Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited multiple system failure alarms including background self-test timeout and positive supply background test. The pump reset when attempting to start the pump. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00256 is no longer considered reportable, please disregard any reports associated with it. A1, h6 health effect.